Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during interrogation at the implant procedure an alert was noted that a device reset occurred. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.